Manufacturer narrative:
Date recv'd by MFR: 01jan2020. The manufacturer¿s field service engineer (fse) remotely confirmed customer replaced the flow sensor to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 16dec2019. Report date: 17dec2019. The manufacturer¿s field service engineer (fse) confirmed the reported unit is not delivering tidal volume. The customer is only getting 7 or 8 for tidal volume. In addition, not displaying volumes on pneumatics screen, flow set to 10, no circuit attached, average air (slpm)standard liters per minute is displaying 3.4. With (o2 )oxygen attached and 100% o2 selected average o2 slpm displays 32 issue. Customer was not trained on the ventilator nor do they have the test equipment. The fse advised to perform the (pvt ) performance verification testing from the beginning and address issues found. The fse suspects bad flow sensor assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/13/2019.

Event description:
The customer reported that the unit is not delivering tidal volume. The customer has a circuit with mask and is breathing on the unit and is only getting 7 or 8 for tidal volume. There was no patient involvement.